Event description:
A report was received that the patient fell on the ipg site and was having pain at pocket site. The patient underwent a pocket revision. The patient was reportedly doing well following the procedure.